Event description:
Customer reported: the pt experienced some blistering at the sensor site, and that monitor had to be discontinued by the staff. The child had overriding medical conditions that the clinicians feel were likely contributing factors to the blistering (edema of the face). Also, the sensor were not applied per manufacturer recommendations with the paper backing being left in place and secured to the skin with mefix tape. Pt did expire, however, death was unrelated to the use of the sensor.

Manufacturer narrative:
(B)(4). Per information provided in the sabf-sm directions for use: for use with invos 4100/5100/5100b/5100c systems only. The somasensor disposable sensor model safb-sm has been designed for cerebral - somatic monitoring of site-specific regional oxygen saturation (rso2) in adult pts weighing more than 40 kilograms. Precaution: do not place the sensor on regions with severe tissue edema to reduce the possibility of skin lesions. Precaution: to avoid pressure sores, do not apply pressure (e.g. Headbands, wraps, tape) to sensor. Placements may include: over the spine (upper and lower); on the lateral or posterior calf; the upper arm or leg; on the forearm; on the chest. For extended monitoring, covidien recommends using a new sensor every 24 hours or if adhesive is inadequate to seal the sensor to the skin.